Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The cassette was discarded; therefore, a device analysis could not be completed. However, a batch review was conducted and there were no deviations found related to the reported problem during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. It was not reported if the patient was connected at the time of the alarm. The alarm occurred during an unspecified step of peritoneal dialysis therapy. It was not reported how the alarm was resolved. The patient would complete therapy by starting over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.